Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The target lesion was located in the left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for pre-dilation. However, it was noted that the shaft of the balloon broke while advancing into the lesion. The physician removed the whole system out and after that took an alternate access for completing the procedure. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an incomplete device return of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the shaft, 117.2cm from the strain relief. A total of 11.7cm of inflation lumen was returned and the full returned length of the lumen was stretched down. The guidewire lumen, balloon, markerbands, and tip failed to return for analysis. Product analysis confirmed the reported break as there was separation of the shaft to the device.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease. The target lesion was located in the left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for pre-dilation. However, it was noted that the shaft of the balloon broke while advancing into the lesion. The physician removed the whole system out and after that took an alternate access for completing the procedure. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.